Event description:
The device was used during a laparoscopic splenectomy. It was reported by the rep. That when the dr. Fired the instrument, it broke. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification.